Event description:
It was reported that the r-waves of the right ventricular (rv) lead dropped when the lead dislodged. The physician was having difficulty placing the lead. The physician decided to explant and replace the lead instead of trying to reposition it due to the lead's lack of current of injury and variable r-waves. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned. Analysis was performed and no anomalies were found.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.